Event description:
After stent implanted, pt felt good for about 2 days. Then started to have vague symptoms and didn't feel right. Then 3 months later, had signs and symptoms of stroke. Physician ordered MRI, which was negative, r/o dental problems and bell's palsy. Began to have bp problems which are now controlled. Still has itching, tires easily, is sob, has speech slurring and has become disabled. Used to be able to work, but is no longer able to do former job.